Manufacturer narrative:
Date of event: estimated as the aware date.

Event description:
It was reported that the implant did not seal. A left atrial appendage (laa) closure procedure was performed and a watchman flx laa closure device was implanted. A 45-day follow-up transesophageal echo (tee) was performed and revealed a leak. A computerized tomography (CT) scan was ordered. The patient will remain on oral anticoagulation pending results of the CT scan.

Event description:
It was reported that the implant did not seal. A left atrial appendage (laa) closure procedure was performed and a watchman flx laa closure device was implanted. A 45-day follow-up transesophageal echo (tee) was performed and revealed a leak. A computerized tomography (CT) scan was ordered. The patient will remain on oral anticoagulation pending results of the CT scan. It was further reported that a CT scan after the 45 day tee was planned but did not take place yet. This future CT scan was to look for a potential leak since there was not currently a leak or device related thrombus. There is no longer an allegation of did not seal against the device.

Manufacturer narrative:
Date of event: estimated as the aware date.